Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm was returned for analysis. The visual and tactile examination of the hypotube profile revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic and dimensional analysis identified that the stent was not attached to the balloon, it appeared slightly expanded. A review of the manufacturing stent profile data was performed and the max stent profile outer diameter (od) at the time of manufacture was within specification. The balloon cones were reviewed, and no issues were noted. Although the stent was removed there was no evidence that the device was subjected to positive pressure with crimp marks also visible on the balloon and no trace of contrast media. The bumper tip showed no signs of distal tip damage. The device could be loaded and tracked over a 0.014'' guidewire without issue.

Event description:
Reportable based on device analysis completed on 11-jun-2024. It was reported that difficulty advancing was encountered. The 85% stenosed, 28mm x 3.00mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 28mm synergy ii drug-eluting stent was initially advanced, but the stent struts became stuck, resulting in a non-smooth delivery that could still be removed. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable post-procedure. However, returned device analysis revealed stent detachment.